Manufacturer narrative:
This is 2 of 3 of the event reports. The subject device is not available.

Event description:
During the procedure, it was reported that the first guidewire was demolished and it was removed with microcatheter. Then the second guidewire was stretched and was removed as well. In addition, a coil (subject device) was used and also demolished and was removed with a snare. The procedure was not good and the patient died. In the physician¿s opinion, there was no connection between the described problems and the patient¿s death, since the patient had already bled after the evd (external ventricular drain) system and died due to the re-bleeding and their mass. No further information is available for now.

Event description:
During the procedure, it was reported that the first guidewire was demolished and it was removed with microcatheter. Then the second guidewire was stretched and was removed as well. In addition, a coil (subject device) was used and also demolished and was removed with a snare. The procedure was not good and the patient died. In the physician¿s opinion, there was no connection between the described problems and the patient¿s death, since the patient had already bled after the evd (external ventricular drain) system and died due to the re-bleeding and their mass. No further information is available for now.

Manufacturer narrative:
(B)(4). The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Further review of the event determined that the patient had already bled after the evd system and died due to the rebleeding and their mass, however, connection with the described problems did not exist. Additional information states that the patient¿s was in a very bad shape and the patient¿s death was not related to the subject device. Therefore, based on the available information, the patient¿s bleeding and death are not related to the device or the reported event. Additional information provided by the customer indicated that the device was confirmed to be in good condition prior to use, continuous flush was maintained, no resistance was encountered when advancing the coil in the microcatheter, and the tortuosity of the patient's anatomy was very challenging. Based on available information, this complaint appears to be associated with a product that met all required specifications and was used in accordance with the dfu (direction for use), but performance was limited due to procedural and/or anatomical factors (tortuous anatomy) encountered during use. As a result, a probable cause of procedural factors was assigned to the reported main coil broken.